Event description:
It was reported that a spectrum infusion pump overinfused during lasix administration. It was stated the nurse programmed a 100 ml lasix infusion at a rate of 1. 25 ml/hour; however, the full 100 ml volume infused in less than one hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.